Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code (B)(4), lot 273357 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of (B)(4) devices. All of them have already been released to the market. Technical evaluation the device involved in this event was not returned to orthofix srl as it was discarded by the hospital. The technical analysis of the event is currently ongoing. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation and/or further information are available. As soon as the results of the investigation are available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market. [(B)(4)].

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: upper extremity. Distal radius fractures. Surgery description: fracture treatmenr. Patient information: (B)(6), male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: the surgeon could not drill the bone with a drill in the radiolucent wrist fixator pack. The drilling force of the drill bit was bad compared to usual. It took more than two minutes to drill a bone. We can not ship to you because the drill is thrown away at the hospital. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device: it was used a replacement device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. (B)(4).

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital - surgeon's name: (B)(6) - date of initial surgery: (B)(6)2018 - body part to which device was applied: upper extremity. Distal radius fractures. - surgery description: fracture treatmenr. - patient information: 38 year-old, male. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: the surgeon could not drill the bone with a drill in the radiolucent wrist fixator pack. The drilling force of the drill bit was bad compared to usual. It took more than two minutes to drill a bone . We can not ship to you because the drill is thrown away at the hospital. The complaint report form also indicates: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device: it was used a replacement device. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copies of the operative reports are not available - copies of the x-ray images are not available - patient current health condition: unknown manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 1355001 lot 273357 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of 357 devices. All of them have already been released to the market. Technical evaluation the device involved in this event was not returned to orthofix srl as it was discarded by the hospital. It was therefore not possible to perform the technical evaluation. Final comments orthofix has received some complaints from the market of a lower cutting performance of drill bits. Orthofix srl conducted an investigation by performing technical analysis, medical evaluations and a review of the risk analysis. The result of the investigation determined that some production batches of drill bits, manufactured in a limited period of the years 2017/2018, show a lower cutting performance compared to drill bits historically manufactured. Orthofix determined that all drill bits manufactured in that limited period of time be withdrawn from the market (ref: us FDA recall action number 9680825-09-27-2018-003-r and orthofix srl ref: (B)(4) . Orthofix srl would like to inform you that the device involved in this event, belongs to a batch included in the recalled list. Orthofix srl would like to assure that drill bits manufactured before and after the indicated period have optimal cutting performance. Orthofix srl continues monitoring the devices on the market. - attachment: [2018191_FDA medwatch cover letter follow up 1.pdf].